Event description:
The customer reported that the image went gray. Per the fse, this resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera and a lemo connector. The system operates as intended.